Event description:
New childproof hearing battery cases required difficult cutting into hard plastic until I found directions on opening in print so fine that I needed a magnifier to see it. I cut myself trying to get them out. My husband (B)(6) and I (86) are very disturbed that the FDA allowed such a bad design for the childproof battery containers. Whoever did should be fired. Loose batteries need a container, since they cannot remain in the open battery case.